Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, during the implant procedure, the helix could not be extended. The lead had been positioned and fixed; however, the physician decided to reposition the lead to a new site. The helix was retracted; though, the procedure was abruptly interrupted for approximately 30 minutes due to a non-functional fluoroscopy system. When the issue with fluoroscopy was resolved, the physician was unable to extend the helix. Consequently, this lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) helix disengaged from helical channel; the helix will not extend and retract properly due to the stretched distal coil and the distorted helix; this is most likely caused from over-retracting; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.